Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
(B)(4) registry. It was reported that acute myocardial infarction occurred. In (B)(6) 2018, the subject was presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending (lad) extending up to distal lad with 99 % stenosis and was 60 mm long, with a reference vessel diameter of 2.25 mm. The target lesion was treated with pre-dilatation and placement of 2.25 mm x 28 mm promus premier stent system. Following post dilatation, the residual stenosis was noted to be (B)(4). The next day, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject was diagnosed with acute myocardial infarction and was hospitalized for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event and coronary angiography, intravascular ultrasound (ivus), and percutaneous coronary intervention (pci) performed. Target vessel revascularization was performed treat the event. Eight days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.